Manufacturer narrative:
Date of event: estimated date. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article: "impact of mitracliptm therapy on secondary mitral valve surgery in patients at high surgical risk."

Event description:
This is filed to report tissue damage, prolonged hospitalization and surgical intervention. It was reported in an article review that this was a mitraclip procedure to treat functional mitral regurgitation with a grade of 4. It was noted annular dilatation and restrictive posterior mitral leaflet. The clip delivery system (cds) was advanced to the mitral valve; however, when the clip was closed, the anterior leaflet chord ruptured, presumably due to calcification of chords and papillary muscle heads. Many attempts were made to re-position the clip, but the clip could not be properly placed indication grasping issues. Therefore, the cds was removed with the clip attached and the procedure was aborted. No clips were implanted. On the following day, the patient underwent surgery to treat the tissue damage. At a 22 month follow up post-surgery, the patient is doing well. No additional information was provided.

Manufacturer narrative:
The device was not returned. The lot history record and a similar complaint review was not performed because this incident was based on an article review and no lot information was provided. Based on the information reviewed, the reported positioning failure (leaflet grasping) and patient effect of tissue damage appear to be due to challenging patient anatomy. Additionally, tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported surgical intervention and hospitalization were result of case specific circumstances. There is no indication of product issue with respect to manufacturer, design or labeling.